Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. Remedial treatment consisted of vancomycin 1 gram, and fortum 1 gram intraperitoneally in each bag (dates of treatment were not reported). The cause of the peritonitis was the patient did not wear a mask and did not clean before starting pd therapy. At the time of this report, the patient was recovering from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.